Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-03777 and 03779. The pt has 2 scs system and 1 charging system. The pt reported both of his scs ipgs are inoperable due to not charging for an unk amount of time and not using the system for several years as a result of pocket heating. A sjm rep is to troubleshoot/assess the systems. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.